Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she experienced low blood glucose of 40 mg/dl. The customer stated that the paramedics were called and treated her with a shot of glucagon. The customer stated that she accidentally gave herself too much insulin when she was changing the infusion set. The customer stated that her prime was set at 6.2 units, and she does not know how it happened. Assisted the customer to change the amount to 0.5 units. No further info was provided.